Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Customer¿s reported problem was not duplicated by functional test. The cause of the issue was not found. No repair needed to correct the issue. Cadd solis device passed all functional tests.